Event description:
Urogyn product item (B)(4) cutting loopelectrode, lot cm02 was given to the surgeon. He touched the wire loop at the end of the instrument and it fell off. This occurred prior to inserting the instrument into the pt bladder. (B)(4).